Event description:
Emptying valve on foley catheter was not draining the foley bag, rn attempted to troubleshoot and valve appeared to be stuck to back on the inside. (Bag appeared to be sealed within from production) bag then ripped when rn tried to separate it and urine spilt onto floor. New bag was obtained and rn replaced bag portion only.